Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. The reporter stated that this led to a leak outside the housing even though the clamp was closed properly. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2016 - (B)(4) 2016. A photographic sample was received for evaluation. The photo showed a pool of liquid inside the device housing due to a ruptured bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.